Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they have been getting false readings on the personal diabetes manager (pdm), controller, for the past few weeks. The pdm has been showing/giving the patient high blood glucose (bg) level readings (around the 300-400mg/dl), but in fact they were not correct. At the day of the call, the had been to the emergency room (ER) because the meter gave them a reading of 378mg/dl. At the ER the patient had received some fluids through intravenous therapy and they tested the bg levels. The result they got in the hospital was 112mg/dl (which was very different than the one taken by the patient). According to the patient, their pdm was registering readings in the 300's mg/dl range while the hospital meter registered 112mg/dl at that specific time.